Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile prosthesis and experienced postoperative left-sided deflation. The patient noticed the deflation months before she reached out to mentor. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with two 400cc mentor smooth round moderate plus profile prostheses (catalog #: 3502400, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The implantation date and event date were estimated as (B)(6) 2004 and (B)(6) 2020 respectively based on available information.

Manufacturer narrative:
On 12-may-2021, the suspected medical device was returned for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 27-may-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).